Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro while at a bench repair facility, indicating that the touchscreen no longer responds properly. The device was not in use during this event, therefore no patient impact.

Manufacturer narrative:
Updated the reporting institution name